Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 171 and blood glucose was 473 mg/dl. At the time of call, customer's sensor glucose was 204 and blood glucose was 433 mg/dl. Customer was educated on factors that can cause blood glucose and sensor glucose differences.